Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured device") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 626506) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain lower, menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device (uterine wall)"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). The patient was treated with surgery (dilation and curettage, hysteroscopy and removal of the device) and surgery (d & c curettage hysteroscopy polytomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, pelvic pain, vaginal haemorrhage and back pain outcome was unknown, the menorrhagia, dysmenorrhoea and fatigue was resolving and the dyspareunia and vaginal discharge had resolved. The reporter considered back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured device") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 626506) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain lower, menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device (uterine wall)"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and back pain ("back pain"). The patient was treated with surgery (dilation and curettage, hysteroscopy and removal of the device) and surgery (d & c curettage hysteroscopy polyctomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, pelvic pain, vaginal haemorrhage and back pain outcome was unknown, the menorrhagia, dysmenorrhoea and fatigue was resolving and the dyspareunia and vaginal discharge had resolved. The reporter considered back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet received. Events vaginal bleeding, dysmenorrhea, dyspareunia, fatigue, migration of essure device (uterine wall), vaginal discharge lower abdominal pain, back pain are added. Lot number added. Lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured device/pieces of essure coil."), the first episode of embedded device ("migration of essure device (uterine wall)/2 essure pieces embedded in uterine wall"), device dislocation ("displaced essure coil pieces"), menorrhagia ("menorrhagia") and the second episode of embedded device ("partial embedding in uterine wall") in a 23-year-old female patient who had essure (batch no. 626506) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. The patient's concurrent conditions included uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 1 day after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain lower, menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), the second episode of embedded device (seriousness criterion medically significant) and complication of device removal ("grasped multiple times but could not remove"). The patient was treated with surgery (dilation and curettage, hysteroscopy and removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, vaginal haemorrhage, back pain, the last episode of embedded device and complication of device removal outcome was unknown, the menorrhagia, dysmenorrhoea and fatigue was resolving and the dyspareunia and vaginal discharge had resolved. The reporter considered back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and the first episode of embedded device to be related to essure. The reporter considered complication of device removal and the second episode of embedded device to be unrelated to essure. The reporter considered back pain, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of embedded device and the second episode of embedded device to be unrelated to mirena. The reporter commented: left: 3-5. Right: 3·5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes were occluded at cornu bilateral.; in (B)(6) 2008: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, displaced essure coil pieces, essure pieces embedded in uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: mr received. New reports and reporter information added. Event: essure pieces embedded in uterine wall , partial embedding in uterine wall(iud), complication of device removal were added. Lab data, concomitant disease were added. Product mirena was added as co-suspect product. Event device expulsion updated to device dislocation. On 1-oct-2018: plaintiff fact sheet received: no new information. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured device/ pieces of essure coil'), embedded device ('2 essure pieces embedded in uterine wall'), device expulsion ('displaced essure coil pieces to uterus') and genital haemorrhage ('abnormal bleeding') in a 23-year-old female patient who had essure (batch no. 626506) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. The patient's concurrent conditions included uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain lower, menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 1 month 1 day after insertion of essure. On (B)(6) 2016, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), complication of device removal ("grasped multiple times but could not remove") and psychological trauma ("psych injjury"). The patient was treated with surgery (d & c curettage hysteroscopy polypectomy, dilation and curettage, hysteroscopy and removal of the device, hysterectomy, bilateral salpingectomy and hysteroscopy and removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, vaginal haemorrhage, back pain, complication of device removal and psychological trauma outcome was unknown, the genital haemorrhage, pelvic pain, dyspareunia and vaginal discharge had resolved and the menorrhagia, dysmenorrhoea and fatigue was resolving. The reporter considered back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter considered complication of device removal to be unrelated to essure. The reporter considered back pain, complication of device removal, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be unrelated to mirena. The reporter commented: left: 3-5 coils, right: 3-5 coils. She received treatment for pelvic pain, genital bleeding, migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, displaced essure coil pieces, essure pieces embedded in uterine wall diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes were occluded at cornu bilateral; in (B)(6) 2008: successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: new events genital bleeding and psychological disorders, outcome of event pelvic pain updated to recovered / resolved, reporter causality comment and references. Legacy device report num: medwatch 3500a MFR number. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (dilation and curettage, hysteroscopy and removal of device). Essure was removed. At the time of the report, the device breakage, pelvic pain and menorrhagia outcome was unknown. The reporter considered device breakage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.